Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that restarting the system resolved the issue at the time of the event. It was also noted that this issue was intermittent. No harm to the patient or user was reported. A philips remote service engineer (rse) connected with the customer who confirmed the reported issue. The rse recommended onsite service. A philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy and exposure images were intermittently delayed. Troubleshooting and review of the system's log file determined that the x-ray pc's data hard disk (hd) had failed. The fse replaced the hd and reloaded the pc software. After replacement of the hd and reloading the pc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's image acquisition was delayed. The device was in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.